Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 288 (mg/dl). A correction bolus was delivered to address bg level. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to consult with their health care provider to discuss diabetes management.